Event description:
Pt suspected problem with the infusion device piston rod and reported it was blocked. The infusion device did not provide an error or alarm. Pt also reported detachment of the protective cover over the infusion device buttons. Pt experienced hyperglycemia of 400 mg/dl. Average blood glucose in the morning is 40 mg/dl. Pt switched to backup infusion device. Infusion device was replaced and requested for eval. The pt did not require treatment from a healthcare professional or second party to address the issue. No additional info was available.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.